Manufacturer narrative:
Medical safety review was completed and noted the following: the event may have cascaded from the impella cp. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the outcome of the bleed for the patient requiring two units of prbcs and is a serious injury (as well as the arrhythmic event) that should be reported. The patient was escalated to an impella 5.5 and experienced a hematoma at the access site that was sandbagged. The patient would eventually expire on the impella 5.5. Regarding the automated impella controller (aic) sensing issue there was no report or indication of aic-to-aic exchange contributing to a disruption in or lack of support. The patient expired for reasons unrelated to the aic (this type of event is a product malfunction). Impella 5.5 pump positioning was confirmed, and support had continued. There is no reason to believe that this hematoma is associated with the demise outcome given the information at hand. However, the impella 5.5 device was present at the time of the demise outcome and dissociation cannot be made. However, the patient's underlying condition (cardiogenic shock, inability to wean from ECMO and not a transplant candidate) most likely contributed to the outcome and the care was withdrawn which appears to have led to the demise outcome. Medical safety officer reviewed the event and noted the same; the impella 5.5 device cannot be dissociated from the outcome and impella cp is a serious injury and aic is a product malfunction type of reportable events. Change in reportability: after review of the case by the medical safety officer, it was determined the impella 5.5 is a death type of reportable event. Sections b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect - clinical and impact codes) have been updated, corrected accordingly. The event story also involves two other devices. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller and impella cp.

Manufacturer narrative:
A.4 - a.5 is unknown. Based on the information available, the impella cp cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient presented to the hospital with anterior in st elevation myocardial infarction after feeling uncomfortable for several days following an unrelated medical procedure. The patient was found to have a flush occlusion of their left anterior descending artery (lad) and ejection fraction of 20%. The physician then elected to place the impella cp to treat the lad. It was reported that while the patient was in the operating room, there was an alarm for air in purge and low purge pressure. It was noted that the medical team attempted to de-air the purge without success. The purge cassette was changed and the low purge pressure and air in purge alarms were resolved. It was also reported that on (B)(6) 2025, the patient experienced an episode of atrial fibrillation with no information on interventions that were performed to resolve the issues. Additionally, the same day the patient had bleeding at the impella access site and as a result of the bleeding heparin was withheld and manual compression was held. The following day, the bleeding complication persisted, and the patient was transfused with two units of red cells and a purse string closure was placed at the impella access site. The patient was then escalated later that day to an impella 5.5 for increased hemodynamic support. The patient experienced a hematoma at the axillary graph anastomosis site that was tunneled and treated with vistaseal with no further complications and bleeding at the impella access site that was sandbagged to resolve. Additionally, there were false alarms for impella in the aorta when the patient coughed. The patient¿s care was withdrawn, and the patient expired on impella 5.5 support. This complaint involves one impella cp, one purge cassette used during impella cp support, one impella 5.5, and one automated impella controller which alarmed during impella 5.5 support. Purge cassette lot number is unknown. Impella cp with serial number (B)(6), impella 5.5 with serial number (B)(6), automated impella controller with serial number (B)(6). This MDR specifically addresses impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint. Refer to section h.10 for the related report numbers.